Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pe lined solution set leaked during patient infusion. The issue was further described as 'lipids leaking through the peripherally inserted central catheter (PICC) line at the pump site.' When the pump was opened to check the line, it was discovered that the intravenous (IV) tubing was cracked and leaking at the point where the IV tubing was inserted into the pump. The tubing was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.